Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 19 millimeter (mm) balloon. Upon the first deployment attempt, at the point of no recapture, an infold was observed. Subsequently, an additional pre-implant bav was completed with a non-medtronic 22 mm balloon, and a new valve of the same size was opened and used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5., additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload was identified during loading of the valve. Per the physician, there was calcification that may have contributed to the infold. However, it was noted to be likely that the size of the pre-implant balloon aortic valvuloplasty (bav) was insufficient. There was a procedural delay noted as a result of the infold due to the need to change the valve, delivery catheter system (dcs), and balloon size.